Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-08246. It was reported (germany) during the patient's implant procedure on 23 november 2017, the lead exhibited low impedances on all contacts. In addition, stimulation could not be achieved. Another lead was attempted with the same results. Hence, the procedure was abandoned. No leads remain implanted.